Manufacturer narrative:
Method: device inspection and device history review. Results: device history review indicated all devices accepted into final stock met specifications. Device visual inspection confirmed a broken gun was returned along with its broken pieces and one mix tip attached to the cartridge. The cartridge is broken on the side where it inserts to the gun and contains some hard, dried material. The black plunger piece of the gun that pushes the cartridge is broken and missing a piece. Conclusion: the plausible root cause for the reported event is user related.

Event description:
It was reported that; during a procedure the delivery gun made a sound when mid fill into bone filler. Sounded like a gear on inside broke when she went to advance the plunger would no longer advance. The gun completely broke and was no longer functional.

Event description:
It was reported that; during a procedure the delivery gun made a sound when mid fill into bone filler. Sounded like a gear on inside broke when she went to advance the plunger would no longer advance. The gun completely broke and was no longer functional.